Event description:
The balloon would not come back through the sheath.

Manufacturer narrative:
Lot history record review: the lot number listed above was reviewed for any abnormalities, which may have contributed to the complaint. Nothing was found that would have contributed to the reported complaint. Review of returned sample: the balloon catheter and sheath were returned. The balloon was inside the sheath. Was unable to remove the balloon catheter from the sheath. The balloon catheter meets resistance at 6cm from the distal tip. There appears to be a lot of blood in the sheath. The sheath is flushed with water and the catheter is moved back and forth in the sheath. During this process several large blood clots came out of the sheath. There is a stretched section of catheter starting at 64cm from the hub and is 12.5 cm long. There is a small pinch like mark in the catheter. This mark was caused when the physician clamped on to the catheter to pull it out. After the sheath had been flushed and the excess blood had been flushed away, the catheter was removed from the sheath without difficulty. Conclusion: the complaint investigation has been confirmed during the visual and physical testing of the returned sample. The catheter was returned stuck inside the sheath. After flushing the sheath several times the catheter was removed through the sheath without difficulty. The exact cause of this complaint is unknown. It is possible the interference between the catheter and the sheath was caused from the large blood clots that were flushed from the sheath. It is also possible that the cause is design-related. At the time this reported lot was manufactured, the bond specification was a length specification that the glue cannot be more than 1mm into the cone. Since this lot was manufactured a corrective action was opened to address complaints of difficulty interfacing the catheter with the sheath. The investigation proved that actual sheath ID differs by manufacturer. Through the corrective action, changes have been made to change from the original two-part adhesive to a uv curable adhesive for bonding balloons, reducing the chance for a bump at the bond. This type of complaint will continue to be monitored for trends. No further action at this time. Frequency has increased but the severity of this event is not greater than usual.